Event description:
Affiliate reports 4~a home pt noting a leak in the cassette of the homechoice set after having completed their automated peritoneal dialysis therapy on their homechoice machine. Therapy was completed with the leaky cassette without any alarms being elicited. This was the initial use of the homechoice set and nothing unusual was noted with any of the supplies. The home pt reported to the international affiliate that no moisture was noted in the door of the homechoice machine. No pt injury was associated with this incident, however, the pt was treated with antibiotics prophylactically.